Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient was not evaluated in the clinic and the cause of the syncopal event has not been determined. The patient has submitted some benign event recorder tracings since (B)(6) and the clinic feels that there was no reason to suspect the device caused or contributed to the syncopal event.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a fainting spell and lost consiousness. This was a one time occurrence and has not happened again. The patient also reports that they occasionally experience fluttering sensations from the device. The clinic is aware and has the patient wearing a holter monitor. No further complications have been reported.